Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) xifnt411 (osseotite tapered certain implant 4 x 11.5 mm) for evaluation. Visual evaluation was performed. Customer only returned the implant's outer tray, and sterile inner tray for evaluation. The implant's outer box was not returned. The outer tray back seal was observed halfway opened, and the sterile inner tray was observed in a sealed condition. The coob is non-verifiable as the condition of the packaging/product delivered to the customer is unknown/non-verifiable. Device history record (DHR) review was completed for the subject lot number 2023030423. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030423 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: packaging: other based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction could not be verified. Customer only returned the implant's outer tray, and sterile inner tray for evaluation. The implant's outer box was not returned. The outer tray back seal was observed halfway opened, and the sterile inner tray was observed in a sealed condition. The coob is non-verifiable as the condition of the packaging/product delivered to the customer is unknown / non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: reporter name unknown / not provided.

Event description:
It was reported that during the surgery on march 12th, when the blister pack was opened, the implant sticker was detached. No impact on the patient was reported, procedure was completed.